Manufacturer narrative:
In the case description it was reported that the device administrated 3 meal bolus while the controller was being charged. In the case description it was reported that the device changed to manual mode while giving these boluses. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs confirmed that 3 boluses with 6 units of insulin were delivered. The bolus was found to be entered and the confirmed button was found to be pressed. The engineering logs showed that carbs values were entered and updated, showing the customer interacted with the controller. The patient history buffer (phb) file showed that when the 3 boluses were administered the system was in closed loop. The system decreased the suggested insulin due to the insulin on board and lowering of the blood glucose (bg) value. The system stopped delivering insulin when bg values became lower due to the administrated insulin. The phb file does not show any increase in pulses beside the three known meal boluses. No evidence was found that uncommanded boluses were given or that the system switch to manual mode. The system was found to be functioning as intended. If additional information becomes available, this case will be reassessed. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) and nurse reported the personal diabetes manager (pdm) delivered more insulin than was required. While on the charge, the pdm gave the patient 3 meal bolus. The pdm administered 60 grams of carbs and 6 units 3 times and seems that the sensor values disappeared. When giving the 3 bolus it seemed that the pdm went onto manual mode. The patient's blood glucose levels went ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl), then dropped to 2.7 mmol/l (48.6 mg/dl).